Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak, aneurysm enlargement, aneurysm rupture.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for an abdominal aortic aneurysm (aaa) and a left common iliac artery aneurysm (lciaa) and was implanted with gore® excluder® aaa endoprostheses. Final angiography determined a type ii endoleak persisted and the physician elected to monitor the patient. The patient tolerated the procedure. On an unknown date in (B)(6) 2017, follow up computed tomography (CT) determined there was no evidence of aneurysm enlargement. On (B)(6) 2018, the patient was emergently admitted to the hospital. CT performed this date determined enlargement of the aneurysms (both the aaa and lciaa, amount unknown) a distal type I endoleak on the right side, and rupture of the aneurysm (exact location of rupture unknown). The patient underwent reintervention and an additional contralateral leg component was implanted to extend coverage on the right side and coil embolization of the right internal iliac artery was performed. The patient tolerated the procedure.